Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on an unknown date, it was observed that the vapr tripolar90 suction electrode device was clogged and its tip was burned red that it did not build plasma field. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary - the electrode was received and evaluated in juarez laboratory. Visual inspection of the device revealed that it was not received in its original packaging. A black spot was seen on the tip of the device. The suction tube shows saline solution. Finally, the electrode shaft, handle, buttons, cable and plug did not show any signs of damage. For the suction testing, the electrode was sent to the manufacturer for further evaluation. The vapr tripolar 90 suction elect was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. A visual inspection of the device was performed; as a result, the device not returned in the original packaging. The active tip is in a used condition with visible tissue debris in suction port. No visible damage to the device and procedural debris visible in suction tube. No anomalies were found during the electrical test. No excessive heat was found during the activation, the coagulate and ablation mode were worked. The claim of the suction being clogged was substantiated with the device found to be blocked. The flow restriction was caused by a build-up of tissue debris in the suction path at the distal tip of the device. It was not possible to clear the blockage. A DHR review has been performed for the complaint device lot number u2112001; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the investigation findings and the product risk analysis document no correction action has been implemented. From our investigation we were able to confirm the customer report that the electrode had suction was clogged with the returned device. The device was found to fail flow specifications due to a build-up of tissue debris within the suction path at the distal end of the device which could not be removed during the investigation. Activation of the device was found to be as expected when there is no suction at the tip. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.